Event description:
Pt had bone marrow aspiration. First attempt with same lot number product needle bent. Used second tray needle broke off and lodged in the pt's bone. Pt was taken to x-ray and then to the operating room as an attempt to remove the needle. The tip of the needle could not be located in the pt's bone.